Event description:
The customer reported ongoing issues with quality control (qc) imprecision from the first repetition across different assays involving the access 2 immunoassay system. The customer noted the repetition was out of range but acceptable following reanalysis. Issues had been with rubella and prolactin qc and one testosterone calibration failed due to elevated percent coefficient of variation (%cv). The customer stated there were no issues with patient samples analyses. Patient results were not impacted. There was no patient consequence associated with this event. The customer was advised not to operate the instrument until service is complete. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) primed the analyzer and noted micro bubbles in the wash pump. The fse replaced the wash seal, o-ring, and wash valve rotor. The fse increased the mixer speed and cleaned the wash tower nozzle. The fse tested ultrasonics and noticed a drift in its setting and replaced the transducer, adjusted voltages, and performed associated alignments. Service activity performed was verified to meet the specified requirements per established procedures. The instrument was returned to normal operation. Rotor. The customer-supplied data file, between (B)(6) 2013, indicated that 25 different reagent packs were used during this time period (14 different assays) but the results obtained for the first replicates of these reagent packs were available for only seven packs. Among these seven packs: one reagent pack with first replicate out high (rubella igg positive qc); three reagent packs with first replicates in expected values (follicle-stimulating hormone (fsh), luteinizing hormone (lh), and cortisol); one pack with first replicates in expected values but low (tot ige s0 calibration), one pack with first replicates with high percent coefficient of variation (%cv) but within specifications (testosterone s0 calibration which failed and then succeeded after repeat); one pack with first replicates out low (estradiol levels 2 and 3 qc). In general, the analysis revealed quality control (qc) recovered low during this time period. A successful system check, dated (b)(3) 2013, passed all measured parameters with good specifications. Estradiol qc levels 1 and 2 revealed erratic results between (B)(6) 2013. Two precision studies performed on (B)(6) 2013, on patient vacutainer tube (five replicates of the same specimen) on unpunctured myoglobin and lh reagent packs. The myoglobin reagent pack revealed good precision whereas the lh pack indicated a 30% imprecision (first replicate 4.4 miu/ml and second replicate 6.5 miu/ml).